Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a review of the black box showed multiple call service 078/064 motor alarms. The returned battery cap was undamaged and able to fit. The pump alarmed with a call service 078 motor alarm upon the rewind attempt. The reported call service 064 motor alarm was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.